Event description:
It was reported that a symptomatic patient presented to the emergency room. The right ventricular lead exhibited loss of capture and sensing. A chest x-ray revealed that the lead had dislodged as a result of twiddlers syndrome. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.